Manufacturer narrative:
This report is submitted on 24 august 2020.

Event description:
It was reported that the rechargeable battery malfunctioned and allegedly "burst". There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.